Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr) ¿ (B)(4) to implement corrective actions was opened on january 29, 2025. Device performance and/or risk profile are not impacted.

Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was alleged that the infusion device was delivering an inaccurate amount of insulin. The patient experienced hypoglycemia. The patient became unconscious at an unknown time and the paramedics were called. The blood glucose results taken by the paramedics were unknown. The patient was administered a glucose drip, given oxygen, and her blood pressure was taken. The patient was not taken to the hospital. The infusion device was requested to be returned for product evaluation.